Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2020. A manufacturing record evaluation was performed for the finished device pjr664, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 1/13/2021.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify what part of the suture broke, the needle or the thread? It was the thread that broke. Event day? Unknown. No further information available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vascular procedure with a saphenous bypass on an unknown date; and a suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. Additional information was requested.